Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. On (B)(6)2022, the patient accidently bumped her omnipod. During the night she was thirsty, started vomiting, and was incoherent. Her son found her unconscious and called emergency medical services (ems). An ambulance brought her to the hospital where she was admitted and treated with IV insulin. The bg level was 1,000 mg/dl. She alleged that the cgm was inaccurate, but she did not remember any cgm values, and only some event details because she had been unconscious and in pain. On (B)(6) 2022, although she remained in the hospital, she felt much better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.